Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary/bowel dysfunction. It was reported that yesterday they tried to turn up the stimulation and they could not feel anything. The patient said they were told to turn it up until they could feel some kind of vibration. Agent reviewed with patient that it could be normal to not feel stimulation when they were making adjustments. The patient mentioned that they peed all the time anyway. The patient also said they felt like their bladder was empty earlier and there was still 50% in there that didn't come out. The patient said that it was the issue that they had for the old implant but and that was why it had to be replace. The patient was redirected to their healthcare provider to further address the issue. The patient reported that their baseline symptoms returned / lost therapy benefit.